Manufacturer narrative:
(B)(4). The service engineer (se) replaced the breath delivery (bd) printed circuit board (pcb), bd power controller and the graphic user interface (gui) light emitting diode (led).

Event description:
It was reported that there was no patient involvement at the time of the event.

Manufacturer narrative:
(B)(4). The service engineer repaired the device, downloaded software and performed extended self-testing on the device.

Event description:
It was reported that a, 980 ventilator failed the power on self test(post) and generated an error message. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event.